Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, it was noted that the patient had gained weight and is morbidly obese. The reported event was not confirmed. However, based on the information provided, it appears that the root cause of this event was likely due to patient related factors. The device history record (DHR) could not reviewed as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this valve was explanted from a (B)(6) y-o lady after an implant duration of six (6) years and five (5) months due to patient prosthesis mismatch. As reported, the patient presented with shortness of breath on exertion and some chest pain secondary to prosthetic patient mismatch as her weight has increased to (B)(6). The subject device was explanted and replaced with a mechanical valve. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
It was learned that this patient also had active endocarditis at the time the explant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.